Event description:
It was reported that during the procedure, a new accunet ii recovery catheter was used, but was unable to cross the stent. The original recovery catheter was used and went up with no problem to successfully remove the filter. There were no patient effects reported. The additional product used to remove the accunet is considered medical intervention to prevent serious injury.